Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in an pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. Vessel tortuosity was moderate with slight calcification. It was reported that the pt was lost to follow-up. 42 months post implant, the pt was undergoing a cardiac catheterization and the physician noticed that the abdominal aortic stent graft had migrated. The aortic neck dilated with 55 degree angulation, due to disease progression the stent graft had migrated 35-40 mm. CT demonstrated that there was a separation of the bifurcated stent graft and aortic cuff. The physician implanted a talent stent graft however, the stent graft was not long enough to cover the separation of the bifurcated stent graft and the aortic cuff. The physician then implanted an aneurx aortic cuff to cover the separation. Upon removal of the aneurx aortic cuff delivery system from the pt the runner was sticking out of the graft cover (MFR. #2953200-2005-01035). It was reported that this was caused during retraction of the graft cover on a severely andgled bend in the artery. There was no injury to the pt. No add'l clinical sequelae were reported.